Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent repair of incisional ventral hernia with composix kugel mesh. On (B)(6) 2006 - office visit, pt has a recurrence of her incisional ventral hernia. On (B)(6) 2006 - pt underwent repair of recurrent incisional ventral hernia. The composix kugel mesh was excised and a non-bard mesh was placed. It was reported that the mesh had distributed in the upper quadrants and rolled itself up to the right side of the fascial defect.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.